Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump history for cartridge filled does not match what was seen on the insulin gauge on the home screen. There was no reported impact to the customer's blood glucose level.